Event description:
The patient's electrode positioner reportedly extruded through their tympanic membrane. In 2005, surgery was performed to remove the electrode positioner. The pt's c1 device remains implanted.